Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported that the unit failed with alarm led failure. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient. The unit is not under warranty anymore, so the customer declined repair for this unit.